Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. The root cause may be due to shipping damage or customer mishandling of the part. Terumo will review layering of the device during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the filter connector was leaking. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.